Event description:
Boston scientific received information that during a device replacement procedure, interrogation of this atrial lead revealed high out of range impedance measurement. This measurement had increased during the past two months. In addition, noise and increased threshold measurements were noted. It was thought there may be a lead fracture. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.